Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment. The device was started up at 10:13:03 on (B)(6) 2024. At 11:39:16, an arrhythmia was detected. ECG shows svt @ 150 bpm degrading to vt @ 220 bpm. At 11:39:59, the patient received the appropriate treatment. The rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was asystole with intermittent cardiac activity and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:40:29, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The rhythm at the time of treatment was asystole with intermittent cardiac activity and motion artifact. Post shock rhythm was sinus rhythm @ 70 bpm with motion artifact and pvcs/nsvt. The device was shut down at 12:46:13 on (B)(6) 2024.